Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 20 feb 2017. The device was received for evaluation. Visual inspection found excessive eschar on and in the hinge of the jaw. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that the ligasure device stopped sealing during a hysterectomy procedure. There was no bleeding and the unit was replaced to a new one and the case was completed successfully.